Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that a posterior cuff miss occurred as evidenced by untouched posterior cuff tabs. There was no needle strike mark at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not reveal any non-conforming material records associated with this lot.

Event description:
Report received indicates a cuff miss occurred.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during plunger removal the suture link and metal cuff were attached to the needle seeming like a posterior cuff miss had occurred. The device was removed from the patient's anatomy and a second proglide was successfully used to achieve hemostasis. The patient did not experience any adverse effect. No additional information was provided.